Event description:
It was reported that the patient presented during implant procedure. During procedure, it was noted that the patient's right ventricular lead could not be implanted and the helix failed to extend. The reported lead was not implanted and the procedure was with an alternative lead on (B)(6) 2022. The patient was discharged from hospital.

Manufacturer narrative:
The reported event of a helix mechanism issue causing lead unable to be implant was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood and tissue. After cleaning the blood and clogged tissue, the helix could be extended and retracted. The cause of the reported event was isolated to the helix being clogged with blood and tissue.